Event description:
A laerdal semi-automatic defibrillator was used to care for a pulseless non-breather. The machine incorrectly identified the presenting rhythm as a shockable rhythm and delivered a total of two non-required countershocks. It does not appear, however, that this incident drastically changed the pt outcome. Laerdal semi-automatic defibrillator model heart start 2000. This unit has been out of service since problem detection on 8/11/99. The co, laerdal, has been notified. Plans are being made for repair.